Event description:
Two months after the catheter was inserted, during a flush, the nurse noticed that the tube was leaking near the disk and leads. The catheter can no longer be used.

Manufacturer narrative:
Results of the device evaluation will be filed in a supplemental report when sample is received.